Event description:
It was reported that the patient was implanted with a device for his tourette's syndrome. The patient's mother stated that she 'was unsure if the device was working for the patient'. It was noted that the patient 'was still the same' and exhibited the same 'ticks and shouting'. It was noted that the physician indicated that the device battery was low and needed to be replaced. The patient was experiencing symptoms of 'tremor like twitching', inability to hold a pencil, 'head whiplash many times a day', and shouting. It was noted that the patient's whiplash was present prior to the implantation of the device. The patient's mother stated that the physician wanted to replace the device and try new settings. The use of a rechargeable device was discussed. It was noted that the patient was scheduled for surgery on (B)(6) 2012. Basic functionality of the device was discussed, as well as a review of the coupling bar and battery level icon. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was the patient had a condition that may not improve with deep brain stimulation (dbs), and the patient had high settings that cause the battery to deplete. No abnormal impedances were reported. A surgical intervention occurred where the implantable neurostimulator (ins) was replaced. It was unknown if further interventions occurred, the patient had last been seen by their hcp on (B)(6) 2012. It was further reported that the patient had a lack of control of their involuntary movement symptoms. It was unknown if the patient required hospitalization due to the event.

Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 37085-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension, product ID 37085-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension, product ID 3387s-40, lot# v499735, serial#, implanted: 2010 (B)(6), explanted: product type lead, product ID 3387s-40, lot# v499735, serial#, implanted: 2010 (B)(6), explanted: product type lead. (B)(4).